Event description:
It was reported that patient presented to the hospital with ICD in backup vvi mode. The patient received inappropriate therapy. The device was reprogrammed and the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.